Event description:
It was reported that the doctor connected this device with versapulse power suite to pulverize right utereral stones in a male pt. The doctor irradiated laser of 1.0 joules at 5 pulse/sec. Some flashes appeared on the screen, at the same level as when using a slimline. Per receipt of the sample it was confirmed that tip was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be mailed.